Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a misaligned component of force sensor circuit on the printed circuit board. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: an analog component was found shifted and misaligned on the force sensor circuit. Force sensor flex pins found intact and no other defects were found. Black box review shows multiple "loss of prime" warnings with a zero force on the reported failure period. The pump powers up normally, during a "load" step attempt, the pump was unable to detect the cartridge. No cartridge detected warning popped up. Unable to verify all steps due to a "load step malfunction." Force sensor calibration reading was within normal specification.